Event description:
The customer reported that the system did not produce an image; there is a black screen when they push fluoro. Also, the technique ramped to max kvp and ma.

Manufacturer narrative:
(B) (4). The ge service rep removed the covers, checked the snubber fuse integrity, cleaned and regreased the high voltage cable. He removed and replaced the snubber pcb, generator driver pcb, high voltage supply pcb, cable assembly and lithium-ion battery. The rep performed a generator calibration and was unable to complete the case. He lost the filament driver output signal and order parts. He later removed and replaced the filament driver pcb. He verified input and output signal, ok. He reconfigured the generator calibration, performed a filament calibration, and tested the high voltage circuit. The system operates as intended.